Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty artery treatment procedure a balloon burst occurred. The de novo 100% stenosed, lesion was located in the calcified and moderately tortuous left anterior tibial artery. Vascular access was gained via the left femoral artery. The physician was dilating the lesion with a 2 x 120 x 150 sterling sl balloon dilatation catheter. The balloon ruptured at 6atms upon the 1st inflation. The balloon was removed intact. The procedure was completed with another of the same device. There were no reported patient complications and the patient condition is good.